Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line connector was not making a secure connection to the transfer set. This was noted during set-up of the homechoice device and the patient was not connected. The technical service representative assisted the caregiver with opening the cassette door so she could start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.